Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced hypoglycemia with symptoms described as "flu symptoms". The customer was unable to self-treat, requiring a healthcare professional administration of unspecified injection for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.